Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 36 mg/dl. Customer thinks they have problem with sensor going bad on them. Customer stated that, they are being stuck in an enter blood glucose loop and pump is also noting that no calibration has occurred and to check sensor signal. Customer stated that, they are not going back to auto-mode because they heavily micromanage their usage and the auto-mode frustrates them greatly. No troubleshooting for no calibration occurred. Customer ate fruit to recover low blood glucose. Offered testing but customer was not inclined to do so as they stated this has been done recently. The insulin pump will not be returned for analysis.